Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable to complete incoming testing. The monitor's electrode belt receptacle had broken pulse wires. The root cause for the damaged connector could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported the monitor case being damaged.